Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that the patient complained of left sided abdominal pain, however, unsure if in locality to pump. Also noted was that the pump had reportedly two "low speed operation events" resulting in the pump speeds to fluctuate to 7000-7800 rpm. In addition, wattage consumption fluctuated from 8watts-14watts, with reportedly both events occurring while tethered and on batteries. Additional information received confirmed that the patient's pump stopped likely due to flow obstruction due to thrombus at and around the inflow cannula. The patient underwent a pump exchange (B)(6)2011.